Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1-2 post procedure. On approximately (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 4 was reported along with dyspnea. Per the physician, slda was due to leaflet indentation. On (B)(6) 2026, a re-interventional procedure will be performed. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.